Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2014, plaintiff underwent placement of an angiodynamics smartport port catheter in the right internal jugular vein, with model number ct96stsd, and lot number 4812637. This smartport device was comprised of a port body and a silicone catheter. The smartport device was implanted by dr. (B)(6), at the (B)(6) medical center in (B)(6). The purpose of implantation of the smartport was to administer IV medication to treat leukemia. On or about (B)(6) 2022, plaintiff presented to the (B)(6) medical center in (B)(6), due to dysfunction of her port device. Imaging performed at the facility determined that a fibrinous sheath had formed at the tip of the device, necessitating removal.